Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the company representative indicated that the pump was a baclofen pump and the patient had developed an infection so the pump was explanted. It was later reported that the medication was not intrathecal baclofen. According to the physician, nothing was wrong with the pump.

Manufacturer narrative:
Adv evnt/prod prob: updated/corrected.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and consumer via a company representative regarding a patient who was receiving an unknown drug via an implantable pump for spinal pain. The drug concentration and dose rate were not reported. It was reported that the patient was due to have their pump explanted. A company representative was present at the surgery center to discuss the explant with the physician and patient. At that time the company representative found out that the patient was having clinical signs due to infection that was not related to the pump. The patient was to be rescheduled for explant. The company representative was unsure of the issue with the pump. The pump was to be explanted in a couple weeks when they will know more. The issue was not resolved at the time of the report. The patient was without injury regarding their status at the time of the report. The type of drug in the pump and other medications (oral, etc.) The patient was receiving at the time of the event was unable to be obtained.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.